Manufacturer narrative:
Two (2) lots reported aaft510, aafj671 (manufacture date 12/10/2019, expiration date 12/10/2024, UDI code (B)(4) a review of the device history records for the reported finished good lot(s) and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. Sterile samples from the reported lot(s) were returned by the end user for visual review and needle pull testing. No defects were observed on the suture, needles or the attachments. The devices met the current specifications including the needle pull requirements for a for a 6-0 ppn device. The needles detaching from the suture during use most likely resulted from the interaction of specific procedural related stress in contrast to the strength of the attachment. It's also possible the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the suture to break free from the needle component. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without reviewing the actual reported device(s), receiving magnified photos of the actual devices or receiving detailed information regarding the pre-operative preparation of the device(s), tools utilized to grasp the device, procedure performed or the surgeon's technique, a definitive root cause cannot be determined at this time.

Event description:
The dr. Reported the devices were used for three (3) different patients/procedures. The needles detached from the suture during graft procedures. No injury reported. No intervention required.